Event description:
A call to technical services was made on (B)(6) 2013 stating that this device was checked for sensing issues. Sensing integrity was greater than 300 in counter. Since (B)(6) counter increased from o to 465. There was no evidence of noise, measurements were stable, a-wave was 18-20, impedance was between 456-480. Threshold always been on high side 1.5 at 0.4 but stable. No stored episodes. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).